Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the lower rate of the patient's device was set at 90 beats per minute, and should have been set at 60 beats per minute. The doctor also indicated that the device had been set too high, however it was unclear when the change occurred. Reprogramming was performed and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.